Event description:
A customer reported obtaining unexpected negative reactions for all three cells in the 3-cell antibody screening assay on galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files for the sample collected on (B)(6) 2012. Negative results were obtained on all cells for initial testing. Cell 2 visually appeared weak positive. Cells 1 and 3 were visually negative. Cell 2 is homozygous for jka. Upon review of the extend I panel, cells 2, 6, 7, 8, 12 and 13 are all homozygous for jka and resulted as positive (1+ - 2+). All other cells resulted as negative. Cells 2 and 11 are heterozygous for jka and resulted as negative. Results visually appeared negative. Review of the image files for the sample collected on (B)(6) 2012, showed that negative results were obtained for all three cells. Results visually appeared negative as reported by the instrument. Two units of packed rbc's (not phenotyped for jka) were crossmatched using this sample and transfused on (B)(6) 2012. No adverse events occurred. The customer followed the guidance provided in technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.